Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, physician aspirated blood clot from the sheath after removal of non-bsc mapping catheter. When asked about activated clotting time (act), patient was below therapeutic levels at <300. Patient remained stable and additional heparin was given before proceeding for pfa. The procedure was completed using the original device and no other clot or issues were present for the rest of the case. The device is not expected to be returned as it was disposed.